Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The patient was scheduled for device replacement. This device remains in service. No adverse patient effects were reported.